Manufacturer narrative:
Gehc's investigation has completed. The event is an allegation by the customer of exacerbation of an existing msk injury (knee injury) of a sonographer who moved the logiq e9 scanner while turning a corner. Gehc evaluated the logiq e9 and found no malfunction of the device. Additionally, the complaint file was searched for other reports of the same and/or similar events and no other records were found. The risk evaluation concluded proper mitigations are in place, and no further action is being performed.

Manufacturer narrative:
No report of patient involvement, this is a user injury. Legal manufacturer name is ge medical systems ultrasound & primary care diagnostics llc. A gehc service representative evaluated the equipment and gehc's investigation is ongoing. Device evaluation anticipated, but not yet begun.

Event description:
A gehc service representative was made aware from a customer that an ultrasound technician injured their knee while moving the portable ultrasound system, the logiq e9. The customer provided additional information stating the injury occurred after the technician performed a portable exam on the labor and delivery unit. The employee stated that they were transporting the logiq e9 from the monitor handles.